Event description:
It was reported that t:slim x2 pump housing and usb port were damaged, with loose screws around usb area, and damage prevented pump from being charged, although pump had not yet shut down and no prior low power or shutdown alarms were received. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while tandem technical support arranged warranty replacement, confirmed shipping address, instructed customer to let pump battery fully deplete before return, advised customer to reprogram pump settings and reconnect cgm on replacement pump, and directed return of damaged pump using prepaid label within 10 days, which customer understood and acknowledged.